Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block d4, h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement procedure performed on (B)(6) 2023. Local anesthesia was used during the procedure and fiducials were administered transperineally prior to the implant. After the procedure, when the physician reviewed the post-spaceoar computed tomography (CT) scan, it was determined that around 9-10cc of the hydrogel was off to the side of the prostate, possibly in the prostatic capsule. There were no patient complications reported as a result of this event. The patient's current condition is reported to be asymptomatic. The patient is still planned to receive 36.25gy over 5 fractions of treatment.